Event description:
A report was received that the patient was not getting adequate coverage in the lower extremities. The patient underwent a revision procedure wherein two (2) new leads were added. The patient was reportedly doing well postoperatively.